Event description:
A ventilator was returned to the manufacturer's service center for evaluation. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, an issue related to the device's lcd screen. The device's lcd screen was replaced to address the issue.